Event description:
It was reported that an arrhythmia alarm was activated at the main central station (cic), but the mirror cic did not audibly alarm. The nurse was reportedly near the mirror cic when the event occurred. A patient death was reported. The hospital biomedical engineer checked the equipment following the event, and found that the "name" and "unit" in the default configuration in the cic configuration menu did not contain an actual name and unit. When the biomedical engineer entered the correct name and unit, the mirror cic correctly activated audible alarms. According to the customer, the mirror cic is near another cic in the ICU, which may explain why the nurses did not notice that audible alarms were missing on the mirror cic.

Manufacturer narrative:
Ge healthcare reviewed the cic log files provided by the customer. The log files provided were for (B) (6) through (B) (6) 2010. Logs from the date in question ((B) (6) 2010) were not provided. For the logs provided it was determined that the system was configured to exist on the unity network but was not configured to monitor a specific care area (e.g. Unit designation). In this case the cic still had the default configuration of as its unity designation. In the present case, this device would not alarm for any clinical event. For this version of the software ((B) (4)), in order for the system to audibly alarm, the cic must be within the same logical care area as the patient monitors it is viewing. It should be noted that the system has been running in this state for 216 days. Investigation of the information provided supports that the system was operating as designed.